Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v693903, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that since a day prior to this call patient was had a burning sensation at the battery site. There was no indication of a known accident or incident related to this complaint.